Event description:
Patient underwent orthopedic repair of rotator cuff injury in 2001 using three (3) bio-absorbable corkscrew anchors. At 6 weeks post-surgery patient presented with recurrent failure of rotator cuff. MRI revealed recurrent tear of supraspinatus tendon with musculotendinous junction retraction and supaspinatus muscle atrophy. Approximately 6 months later, recurrent rotator cuff tear repair undertaken in 2002. During surgical procedure, one of corkscrews found bent but still secured in bone. Muscle had pulled away from head of corkscrew. Also discovered a trough where one of the corkscrews had broken off. The tear was repaired using three #1 tycrons sutures to attach a full thickness layer of rotator cuff to the trough.